Event description:
It was reported that the patient was admitted on (B)(6)2023 for a routine right heart catheterization (rhc) and was found to be in right ventricular failure. It was noted that the patient had elevated right ventricular pressures on rhc prior to left ventricular assist device (lvad) implantation. The patient was given 0.6 micrograms per kilogram per minute (mcg/kg/min) of milrinone. The patient remained admitted at the hospital and their united network for organ sharing (unos) listing was upgraded to status 1. The patient continued to decline despite inotrope support and optimized pump speeds. The patient was placed on the impella rp percutaneous pump on (B)(6)2023. The rhc showed biventricular failure which led to cardiogenic shock despite durable lvad, impella rp, and milrinone support. No suitable donor was found. The patient was made do no resuscitate by the family on (B)(6)2023. The patient developed idioventricular rhythm with a flat arterial line and pulmonary artery tracings. The patient's pupils were fixed and dilated. The patient passed away at 01:54 on (B)(6)2023. The pump was turned off. The death was not considered device related. The device operated as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. The device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure and death as potential adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure¿) states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. This section (under ¿caution!¿) also explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.